Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction of the monitors was verified but lock up problem was not. The monitors are on order to be replaced. The fluoro function board will be replaced as a preventative measure for the lock up condition. No further problems are anticipated once replacements are made. A follow up report will be filed if add'l info becomes available.

Event description:
It was reported that the system 9800 intermittently would lock up and the collimator would close down. It was further reported that the system monitors were burnt and therefore, displayed distorted images, and there was no adverse pt involvement reported. There was no pt info reported.